Event description:
During an implant attempt of the subject pacemaker, it was reported that the physician was unable to properly secure the lead to the device due to a screw issue. Another pacemaker was subsequently implanted instead.

Event description:
During an implant attempt of the subject pacemaker, it was reported that the physician was unable to properly secure the lead to the device due to a screw issue. Another pacemaker was subsequently implanted instead.